Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the lifevest equipment. Patient described the area as blisters from a previous procedure, but the lifevest was irritating the blisters and causing pain. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended a burn cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.